Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 400s mg/dl) and the cause was not known. Customer did not observe insulin exiting the tubing during basal delivery. During a pump system check with tandem technical support, insulin delivery was observed when a 5 unit bolus test was performed. Customer reported that the alerts/reminders were not able to be saved in the pump settings. Customer declined further troubleshooting and reverted to using manual injections for insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, multiple different issues were identified.